Event description:
It was reported that during a colon resection procedure, the device cut but did not staple towards the middle of the staple line. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.